Event description:
The goldvac hand piece had self-activated.

Event description:
The goldvac hand piece had self-activated. The customer had placed the pencil against its own buttons.

Manufacturer narrative:
This is the second of three incidents reported by the facility. They were submitted at the same time, however, dates were not provided and the samples were discarded. At this time conmed electrosurgery could not confirm the reported malfunction.

Manufacturer narrative:
Initially, it was reported that a conmed product (goldvac) had self-activated. Later, conmed received information stating that the customer had placed the pencil against its own buttons which caused the self-activation. There is not any indication of a malfunction of a conmed product during this event. This report is being sent in after the 30 day window for follow-ups because there was a delay in having a duplicate submission deleted. Facility discarded the product.